Event description:
In 2009, the ventilator failed and alarmed. The patient was ambu-bagged immediately and the ventilator was exchanged by respiratory therapist. There was no harm to the patient or change in condition. The ventilator was serviced by the manufacturer, and a motor encoder was replaced. The ventilator was returned to service.